Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable is scratched, light guide bundle is broken. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. The most likely cause is an expected or random electric component failure in the cable, without any design or manufacturing defects. Regarding the newly identified malfunctions, for the universal cord scratched, the event was caused by a component failure of universal cable. And for the light guide bundle broken, the event was caused by a component failure of distal end of the video telescope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the costumer: the event occurred during a therapeutic procedure, which was completed with a similar device.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image noise. There were no reports of patient harm.